Manufacturer narrative:
(B)(6). (Truncated in field) further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a review of service history, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fsr) completed troubleshooting of the instrument. This involved parts replacement which resolved the issue. Review of the instrument service history did not identify any other issues that may have contributed to the current tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.

Event description:
The customer observed falsely elevated high sense troponin results while using the architect high sense troponin assay on the architect i2000sr analyzer. The customer provided the following results: (B)(4). There was no impact to patient management reported.